Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for regular follow up visit. The patient's pacemaker site was healing well however the outer superior region was noted to be dark red in color and the lead was noted to be on top of device. The region was tender to touch. The physician started the patient on antibiotics and has planned a pocket revision for the near future. The patient was stable pre, during and post visit.

Event description:
New information states that the patient presented for pocket revision on 9 jan 2020. The skin over device was very fragile and device was dissected out and positioned under the muscle. The patient tolerated procedure well and was stable, pre during and post procedure.

Event description:
New information states that the patient visited ER on (B)(6) 2020 complaining of redness and tenderness at pacemaker site post device reposition on (B)(6) 2020. The patient was started on antibiotics and discharged home. The patient was stable.